Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") in an adult female patient who had essure (batch no. 654848) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heart disorder (not recovered prior to essure), blood disorder (not recovered prior to essure) and surgery. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included ureteral diverticulum, urinary frequency, urinary incontinence, voiding difficulty and vaginal prolapse. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2013, the patient experienced mood altered ("hormonal changes describe: mood change"), weight increased ("hormonal changes describe: gain weight"), insomnia ("hormonal changes describe: lack of sleep"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes/other injury(ies) or complication please describe: multiple urinary complaints."), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2014, the patient experienced tachycardia ("blood or heart disorder/condition type: tachycardia"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdomen pain"), back pain ("low back pain") and genital prolapse ("other injury(ies) or complication please describe: multiple urinary complains with prolapse."). The patient was treated with surgery (supracervical hysterectomy (uterus only). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic inflammatory disease, mood altered, weight increased, insomnia, migraine, headache, bladder disorder, urinary tract disorder, tachycardia, dyspareunia, fatigue, back pain and genital prolapse outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, back pain, bladder disorder, dyspareunia, fatigue, genital prolapse, headache, insomnia, migraine, mood altered, pelvic inflammatory disease, tachycardia, urinary tract disorder and weight increased to be related to essure. The reporter commented: she had need for additional surgery, abdominal pain and low back pain were decrese or resolved after the essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, genital prolapse. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Events per pfs: hormonal changes describe: mood change; gain weight; lack of sleep, hysterectomy (full), migraines / headaches, bladder or urinary problems or changes, blood or heart disorder/condition type: tachycardia, dyspareunia (painful sexual intercourse), pain, fatigue,other injury(ies) or complication please describe: multiple urinary complaints with prolapse and implant/removal procedures, abdominal pain, back pain were added, patient's medical history was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") in a 34-year-old female patient who had essure (batch no. 654848) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heart disorder (not recovered prior to essure), blood disorder (not recovered prior to essure) and pelvic operation. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included ureteral diverticulum, urinary frequency, urinary incontinence, voiding difficulty, vaginal prolapse, nausea, vomiting, abdominal pain, cystocele and ileus. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes/other injury(ies) or complication please describe: multiple urinary complaints."), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced mood altered ("hormonal changes describe: mood change"), weight increased ("hormonal changes describe: gain weight") and insomnia ("hormonal changes describe: lack of sleep"). On (B)(6) 2014, 4 years 5 months after insertion of essure, the patient experienced tachycardia ("blood or heart disorder/condition type: tachycardia"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdomen pain"), back pain ("low back pain") and genital prolapse ("other injury(ies) or complication please describe: multiple urinary complains with prolapse."). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic inflammatory disease, mood altered, weight increased, insomnia, migraine, headache, bladder disorder, urinary tract disorder, tachycardia, dyspareunia, fatigue and genital prolapse outcome was unknown and the abdominal pain and back pain was resolving. The reporter considered abdominal pain, back pain, bladder disorder, dyspareunia, fatigue, genital prolapse, headache, insomnia, migraine, mood altered, pelvic inflammatory disease, tachycardia, urinary tract disorder and weight increased to be related to essure. The reporter commented: she had need for additional surgery, abdominal pain and low back pain were decrese or resolved after the essure removal. The essure procedure was performed per protocol. Trailing coils left 2 and right 3 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion on (B)(6) 2010 hysterosalpingography should satisfactory positioning of right occlusive device. Asymmetric cornual size with left cornua smaller than right and positioning of occlusive device 4 mm from the cornua vs incomplete left cornual distention and positioning of the proximal marker of the occlusive device at the cornua. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, genital prolapse. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-oct-2018: plaintiff fact sheet received. Event outcome was updated for the event: back pain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") in a 34-year-old female patient who had essure (batch no. 654848) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included heart disorder (not recovered prior to essure), blood disorder (not recovered prior to essure) and pelvic operation. Previously administered products included for an unreported indication: iud nos. Concurrent conditions included ureteral diverticulum, urinary frequency, urinary incontinence, voiding difficulty and vaginal prolapse. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In 2013, the patient experienced mood altered ("hormonal changes describe: mood change"), weight increased ("hormonal changes describe: gain weight"), insomnia ("hormonal changes describe: lack of sleep"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes/other injury(ies) or complication please describe: multiple urinary complaints."), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2014, the patient experienced tachycardia ("blood or heart disorder/condition type: tachycardia"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain ("abdomen pain"), back pain ("low back pain") and genital prolapse ("other injury(ies) or complication please describe: multiple urinary complains with prolapse."). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic inflammatory disease, mood altered, weight increased, insomnia, migraine, headache, bladder disorder, urinary tract disorder, tachycardia, dyspareunia, fatigue, back pain and genital prolapse outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, back pain, bladder disorder, dyspareunia, fatigue, genital prolapse, headache, insomnia, migraine, mood altered, pelvic inflammatory disease, tachycardia, urinary tract disorder and weight increased to be related to essure. The reporter commented: she had need for additional surgery, abdominal pain and low back pain were decrease or resolved after the essure removal. The essure procedure was performed per protocol. Trailing coils left 2 and right 3 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . On (B)(6) 2010 hysterosalpingography should satisfactory positioning of right occlusive device. Asymmetric cornual size with left cornua smaller than right and positioning of occlusive device 4 mm from the cornua vs incomplete left cornual distention and positioning of the proximal marker of the occlusive device at the cornua. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, genital prolapse. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery ( to remove the essure implant). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic inflammatory disease outcome was unknown. The reporter considered pelvic inflammatory disease to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.